Event description:
It was reported that the system 9800 had a damaged power cord with a missing safety ground connection and exposed ac wires creating a shock hazard. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The power cord was repaired. The system was tested and found to be working as intended and placed back into service.